Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the pfna (proximal femoral nail antirotation) blade blocked in the impactor. The impactor and the pfna blade were sticking together. It was impossible to remove causing the breakage of the aiming arm and the protection sleeve due to overstraining. Another lfn (lateral femoral nail) was used for implantation. An undefined surgical delay was reported as a surgical delay (x4). This report is for 2 of 4 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis additional product code for this report includes; hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The manufacturing evaluation reports, the relevant dimensions at the blade cannot be verified anymore as the blade is completely stuck on the impactor and cannot be removed. Therefore this evaluation is indeterminate from a manufacturing standpoint. This lot of (B)(4) pieces was manufactured in december 2013 and there are no other complaints for this article- and lot number. There are clearly visible stress marks at the sleeve below the connection cap. The marks are on opposite sides which indicates that a pliers was used to apply excessive force onto the blade. Also the sleeve turns freely on the end cap and was apparently over torqued. Afterwards it cannot be defined if this force was applied was for loosening or tightening of the blade. Next to that the tip of the blade does not rotate freely anymore and is very rough-running. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.